Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
Customer reported incorrect values recorded in patient's treatment chart.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. On 18 december 2024, 4 fields were sent to the machine for treatment. The machine logs confirm that all 4 fields were treated correctly in full, however the values recorded in the treatment chart did not match. There was no mistreatment of this patient. It has been identified that the issue is caused by a software defect. The defect has been assessed as non-safety. This is a recording issue only, though it may cause confusion, it would not result in patient mistreatment. The defect will be fixed in a future release of mosaiq. Additionally, elekta has requested to the customer that a diagnostic utility record (dur) is installed at the customer's site to monitor the device, and capture further information should it re-occur.